Event description:
Customer called to report trouble filling reservoir on the insulin pump. Customer also reported issues with air bubbles in the reservoir. Resolved issue by helping customer fill the reservoir with insulin to desired amount without any air bubbled and without insulin being sucked back into the vial. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.